Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was not retracting with an unspecified amount of bd insyte autog bc blu 22ga x 1.0in. The following information was provided by the initial reporter: we have had issues with the needle not retracting after the white button is pushed. This issue has occurred throughout the week and with several nurses.

Event description:
Did any serious injuries occur because of the needle not retracting? There were no serious injuries that occurred. Were there any reported accidental needlesticks due to the needle not retracting? No was there exposure of wounds or mucosal surfaces to blood or body fluids? No was there any report of permanent impairment to a body function or permanent damage to a body structure? No.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.